Event description:
It was reported that this pacemaker was found to be in safety mode. The device was believed to be updated to the newest version of software before posting 3 yellow collecting waves on their home communicator. The patient reported feeling unwell, but no syncope. Technical services (ts) recommended device replacement. Subsequently, this pacemaker was explanted and replaced. This device was received for investigation. No additional adverse patient effects were reported.